Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer reported a falsely elevated alinity I free t4 result for two patients. The results were not reported out. The samples were centrifuged and repeated with lower results. The following data was provided: sid (B)(6) 26 year old male patient diagnosed with decompensated dilated cardiomyopathy. Processed on (B)(6) 2026 initial result = >64.3 repeat results = 13.89 and 14.56 pmol/l. Historical result from (B)(6) 2026 = 17.37 pmol/l. The patient is on the following medications: caspofungin, zopiclone, cefazolin, morphine, mycophenolate, methylprednisolone, teicoplanin, piperacillin, tazobactam, furosemide, levetiracetam, hydralazine, nicardipine, lansoprazole, tramadol, chloramphenamine, cyclizine, naloxone, melatonin, heparin, actrapid insulin, ondansetron. Sid (B)(6) 80 year old male patient, elective angiogram for exertional angina and shortness of breath on exertion, processed on (B)(6) 2026 initial result = 20.21 repeat results = 15.26 and 15.51 pmol/l the patient is on the following medications: clopidogrel, budesonide + formoterol inhaler, darbepoetin alfa sc, nitrates sublingual, hydroxocobalamin im, aspirin, levothyroxine, ramipril, simvastatin. Reference range 9-19.11 pmol/l no impact to patient management was reported.